Event description:
It was reported that this pacemaker was explanted and replaced due to entering safety mode. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Attempts to interrogate the device confirmed no telemetry was available. The device case was opened to facilitate inspection and testing of the internal components. The battery voltage measured too low to support therapy and telemetry operations. The battery was isolated from the device hybrid circuitry. Electrical measurements of the hybrid circuitry were within the normal range. The battery was noted to be swollen. It was forwarded for detailed testing. Despite this testing, the root cause of the clinical observations could not be confirmed.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was explanted and replaced due to entering safety mode. No additional adverse patient effects were reported. Product return was requested.